Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The instrument firing knobs were advanced to the clamp up position, and the articulation lever was in neutral position. The instrument firing knobs were fully retracted, and the subject reload jaws opened. The subject reload was unloaded from the instrument. The instrument was then loaded with an articulating vascular/medium reload for functional testing. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic surgery (vats), when cutting the lung, the reload was used with stapler, however it seeded the handle was broken so they tried another handle and the reload could not be removed from the handle after. As stated, the stapler was able to fire, there was no poor staple formation, the staple line was not incomplete and they used another device to complete the case. There was no patient injury.